Event description:
The customer reported a protruding drive support cap. The customer also stated that he taped up the battery compartment due to the damage. The customer stated that he stopped wearing the insulin pump two weeks ago, and gave it to his sales representative. The customer stated that he would be contacting his sales representative for information on how to return the damaged insulin pump. The customer declined a replacement at this time. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.